Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the emergency room and echocardiography revealed ventricular lead perforation and pericardial effusion. The lead was originally implanted in the apex. The lead was removed and replaced.